Event description:
This report was rec'd via a january 3, 2007 medwatch report from the FDA. During routine rounds, the catheter outer bag had condensation in it. Upon examination, it was noted that the catheter end section had dislodged. Upon radiological exam, the catheter end section was noted to be in the left bronchial. The section was successfully removed surgically. Kimberly-clark has no first-hand knowledge of the allegations, but is relaying info rec'd from outside sources pursuant to federal regulations.

Manufacturer narrative:
Without the actual device, it is not possible to determine the root cause of the alleged incident.